Manufacturer narrative:
Device not returned to manufacturer by user, so items from the same batch number tested. No fault found in tested unused samples. Possible causes are: the user did not open the vent on the water spike, resulting in a vacuum in the water bottle preventing water from flowing down the tubing and into the chamber. The user did not open the clamp on the water supply tubing.

Event description:
One of the rt's had a defective chamber over the weekend. It wouldn't fill with water. They changed it put and the replacement worked fine.